Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes, foreign matter(brown stains) was observed in an unspecified number of tubes on the inside (between stopper and glass) and on the outside of the tubes. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025 investigation summary bd received 100 samples and 8 photos for investigation. The evaluation of the samples and photos revealed the presence of foreign material (fm) on the outside of the tube and on the stopper, which is brownish in color. There were no broken tubes among the samples provided. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® acd solution a blood collection tubes, foreign matter(brown stains) was observed in an unspecified number of tubes on the inside (between stopper and glass) and on the outside of the tubes. There was no health impact or consequences reported.